Event description:
A surgeon reported a patient with an uncorrected astigmatism following intraocular lens (iol) implant surgery. The patient also had a sudden elevation of intraocular pressure (iop) which was relieved by paracentesis; as well as, medication. The surgeon stated that the patient has epiretinal membrane and told the patient, prior to surgery, the retina may limit vision. Postoperatively, the surgeon noted cortical debris under the iol and stated that the lens is in position and not tilted. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/07/2008, 11/10/2008, and 11/24/2008 by phone, fax, and mail. A completed questionnaire has not been received. Medical records have been received.